Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl due to needing settings adjustments. Low bg was addressed by consuming glucose tablets. Emergency medical technicians were called but observed customer only to ensure that low bg resolved. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.